Event description:
In an article titled "early results after vertebral body stenting for fractures of the anterior column of the thoracolumbar spine," a study of 17 patients with 20 vertebral body fractures underwent vertebral stenting (kyphoplasty with vertebral stenting). The following was reported in the results. -there were two cases of intraoperative cement leakage which did not lead to clinically significant consequences. No further information was reported. Note: article indicated radio opaque pmma cement (kyphx hvr-high viscosity radio-opaque, medtronic, USA) or calcium phosphate cement (kyphon inc., USA) was used in the patients; however, did not indicate which of the bone cements (pmma or calcium phosphate) resulted in the leakages.

Manufacturer narrative:
Age at event: mean age 58.1 years old, range 31-88 years old. Sex: 6 males, 11 females. Report source: article titled "early results after vertebral body stenting for fractures of the anterior column of the thoracolumbar spine", by zdenek klezl, haroon majeed, rajendranath bommireddy, joby john. Method: follow-up with author.